Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and major depression ("melancholia/ depressed") in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), major depression (seriousness criterion medically significant), inflammation ("inflammation"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloating"), mood swings ("mood swings"), stress ("stress"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful period"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss/shedding of hair"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), hypersensitivity ("sensitivity"), hormone level abnormal ("hormone imbalance") and menstruation irregular ("irregular cycle"). The patient was treated with surgery (to remove the essure, on (B)(6) 2015 hysterectomy, salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, vulvovaginal pain, abdominal distension, stress, tooth disorder, vaginal discharge, fatigue, abdominal pain, back pain and hypersensitivity outcome was unknown and the major depression, mood swings, anxiety, dysmenorrhoea, weight increased, alopecia, hormone level abnormal and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, major depression, menstruation irregular, mood swings, pelvic pain, stress, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014 and removal date: (B)(6) 2015. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Historical drug added. Product indication added. Implanted and explanted date updated. Event added: mood swings, stress, melancholia, anxiety, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss, abdominal pain, lower back pain, sensitivity, hormone imbalance, irregular cycle, painful period. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)'), pregnancy with contraceptive device ('essure got us pregnant with metallic twins') and major depression ('melancholia/ depressed') in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: implanon from (B)(6) 2012 to (B)(6) 2015. Concurrent conditions included body mass index normal. Concomitant products included desogestrel;ethinylestradiol (reclipsen) for irregular periods and pelvic pain female as well as medroxyprogesterone acetate (depo-provera). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), major depression (seriousness criterion medically significant), inflammation ("inflammation"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloating"), mood swings ("mood swings"), stress ("stress"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful period"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss/shedding of hair"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), hypersensitivity ("sensitivity"), menstruation irregular ("irregular cycle"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), night sweats ("night sweating"), pain ("bodyache while sleeping"), flatulence ("so much gas") and inflammatory pain ("inflammation that cause pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy, salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, inflammation, vulvovaginal pain, abdominal distension, stress, tooth disorder, vaginal discharge, fatigue, abdominal pain, back pain, hypersensitivity, vaginal haemorrhage, menorrhagia, night sweats, pain, flatulence and inflammatory pain outcome was unknown and the major depression, mood swings, anxiety, dysmenorrhoea, weight increased, alopecia, hormone level abnormal and menstruation irregular was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, inflammatory pain, major depression, menorrhagia, menstruation irregular, mood swings, night sweats, pain, pelvic pain, pregnancy with contraceptive device, stress, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014 and removal date: (B)(6) 2015. Weight at the time of essure placement 135 lbs. Patient reported that the baby belly all because of essure. Plaintiff mentioned "have anybody experience shingles like symptoms due to essure" diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results not provided. Concerning the injuries reported in this case the following events were reported via social media: pregnancy with contraceptive device, night sweats, pain, flatulence, inflammatory pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received. New reporters added. New event added: pregnancy with contraceptive device, night sweating, bodyaches while sleeping, inflammation that cause me so much pain, device ineffective were added. Concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal bits removal'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)'), pregnancy with contraceptive device ('essure got us pregnant with metallic twins') and major depression ('melancholia/ depressed') in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: x-ray hysterosalpingography: impression: 1. Scout radiograph of the pelvis reveals bilateral placement of essure devices. 2. The endometrial cavity is normal. 3. There is no filling of the fallopian tubes beyond the placement of the contraceptive essure devices. There is no free spillage of contrast into the peritoneal cavity. 4. Post procedure imaging of the pelvis reveals no evidence of late filling of fallopian tubes or spillage of contrast into the pelvis. Previously administered products included for an unreported indication: implanon from (B)(6) 2012 to (B)(6) 2015. Concurrent conditions included body mass index normal. Concomitant products included desogestrel;ethinylestradiol (reclipsen) for irregular periods and pelvic pain female as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), major depression (seriousness criterion medically significant), inflammation ("inflammation"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloating"), mood swings ("mood swings"), stress ("stress"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful period"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss/shedding of hair"), abdominal pain ("abdominal pain/ cramps in abdomen"), back pain ("lower back pain"), hypersensitivity ("sensitivity"), menstruation irregular ("irregular cycle"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia/ bleeding with clots"), night sweats ("night sweating"), pain ("bodyache while sleeping"), flatulence ("so much gas"), inflammatory pain ("inflammation that cause pain"), arthralgia ("hip pain"), abdominal discomfort ("movement in stomach as though a baby is kicking"), dizziness ("feel very faint"), asthenia ("feel very weak"), gastritis ("stomach feels very inflammed") and metrorrhagia ("bleed very slightly and it was dark coffee color, almost black"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral removal of fallopian tubes and on (B)(6) 2015 hysterectomy, salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, abdominal distension, stress, tooth disorder, vaginal discharge, fatigue, abdominal pain, back pain, hypersensitivity, vaginal haemorrhage, night sweats, pain, flatulence, inflammatory pain, arthralgia, abdominal discomfort, dizziness, asthenia and gastritis outcome was unknown, the major depression, mood swings, anxiety, dysmenorrhoea, weight increased, alopecia, hormone level abnormal and menstruation irregular was resolving, the inflammation had resolved and the menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, asthenia, back pain, device breakage, dizziness, dysmenorrhoea, fatigue, flatulence, gastritis, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, inflammatory pain, major depression, menorrhagia, menstruation irregular, metrorrhagia, mood swings, night sweats, pain, pelvic pain, pregnancy with contraceptive device, stress, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014 and removal date: (B)(6) 2015 weight at the time of essure placement 135 lbs. Patient reported that the baby belly all because of essure. Plaintiff mentioned "have anybody experience shingles like symptoms due to essure". Fieobides was reported. Plaintiff wondered whether she had new essure product or the old one. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results not provided. Concerning the injuries reported in this case the following events were reported via social media: pregnancy with contraceptive device, night sweats, pain, flatulence, inflammatory pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: social media received. Events per social media: metal bits removal, metrorrhagia, hip pain, movement in stomach as though a baby is kicking, feel very faint and weak, and stomach feels very inflamed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and major depression ("melancholia/ depressed") in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), major depression (seriousness criterion medically significant), inflammation ("inflammation"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloating"), mood swings ("mood swings"), stress ("stress"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful period"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss/shedding of hair"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), hypersensitivity ("sensitivity"), hormone level abnormal ("hormone imbalance") and menstruation irregular ("irregular cycle"). The patient was treated with surgery (to remove the essure, on (B)(6) 2015 hysterectomy, salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, vulvovaginal pain, abdominal distension, stress, tooth disorder, vaginal discharge, fatigue, abdominal pain, back pain and hypersensitivity outcome was unknown and the major depression, mood swings, anxiety, dysmenorrhoea, weight increased, alopecia, hormone level abnormal and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, major depression, menstruation irregular, mood swings, pelvic pain, stress, tooth disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014 and removal date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc ( product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal bits removal'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)'), pregnancy with contraceptive device ('essure got us pregnant with metallic twins') and major depression ('melancholia/ depressed') in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: x-ray hysterosalpingography: impression: 1. Scout radiograph of the pelvis reveals bilateral placement of essure devices. 2. The endometrial cavity is normal. 3. There is no filling of the fallopian tubes beyond the placement of the contraceptive essure devices. There is no free spillage of contrast into the peritoneal cavity. 4. Post procedure imaging of the pelvis reveals no evidence of late filling of fallopian tubes or spillage of contrast into the pelvis. Previously administered products included for an unreported indication: implanon from (B)(6) 2012 to (B)(6) 2015. Concurrent conditions included body mass index normal. Concomitant products included desogestrel;ethinylestradiol (reclipsen) for irregular periods and pelvic pain female as well as medroxyprogesterone acetate (depo-provera). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), major depression (seriousness criterion medically significant), inflammation ("inflammation"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloating"), mood swings ("mood swings"), stress ("stress"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful period"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss/shedding of hair"), abdominal pain ("abdominal pain/ cramps in abdomen"), back pain ("lower back pain"), hypersensitivity ("sensitivity"), menstruation irregular ("irregular cycle"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia/ bleeding with clots"), night sweats ("night sweating"), pain ("bodyache while sleeping"), flatulence ("so much gas"), inflammatory pain ("inflammation that cause pain"), arthralgia ("hip pain"), abdominal discomfort ("movement in stomach as though a baby is kicking"), dizziness ("feel very faint"), asthenia ("feel very weak"), gastritis ("stomach feels very inflammed") and metrorrhagia ("bleed very slightly and it was dark coffee color, almost black"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral removal of fallopian tubes and on (B)(6) 2015 hysterectomy, salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) at the time of the report, the device breakage, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, abdominal distension, stress, tooth disorder, vaginal discharge, fatigue, abdominal pain, back pain, hypersensitivity, vaginal haemorrhage, night sweats, pain, flatulence, inflammatory pain, arthralgia, abdominal discomfort, dizziness, asthenia and gastritis outcome was unknown, the major depression, mood swings, anxiety, dysmenorrhoea, weight increased, alopecia, hormone level abnormal and menstruation irregular was resolving, the inflammation had resolved and the menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, asthenia, back pain, device breakage, dizziness, dysmenorrhoea, fatigue, flatulence, gastritis, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, inflammatory pain, major depression, menorrhagia, menstruation irregular, metrorrhagia, mood swings, night sweats, pain, pelvic pain, pregnancy with contraceptive device, stress, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014 and removal date: (B)(6)-2015 weight at the time of essure placement 135 lbs. Patient reported that the baby belly all because of essure. Plaintiff mentioned "have anybody experience shingles like symptoms due to essure". Fieobides was reported. Plaintiff wondered whether she had new essure product or the old one. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results not provided. Concerning the injuries reported in this case the following events were reported via social media: pregnancy with contraceptive device, night sweats, pain, flatulence, inflammatory pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaints) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and major depression ("melancholia/ depressed") in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon from (B)(6) 2012 to (B)(6) 2015. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), major depression (seriousness criterion medically significant), inflammation ("inflammation"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloating"), mood swings ("mood swings"), stress ("stress"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful period"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss/shedding of hair"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), hypersensitivity ("sensitivity"), hormone level abnormal ("hormone imbalance"), menstruation irregular ("irregular cycle"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove the essure, on (B)(6) 2015 hysterectomy, salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, vulvovaginal pain, abdominal distension, stress, tooth disorder, vaginal discharge, fatigue, abdominal pain, back pain, hypersensitivity, vaginal haemorrhage and menorrhagia outcome was unknown and the major depression, mood swings, anxiety, dysmenorrhoea, weight increased, alopecia, hormone level abnormal and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, major depression, menorrhagia, menstruation irregular, mood swings, pelvic pain, stress, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014 and removal date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Following events were added: abnormal bleeding(vaginal) and menorrhagia. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), vulvovaginal pain ("vaginal pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, vulvovaginal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, inflammation, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.